Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient experienced sensitivity and revision surgery to replace acetabular components was performed in 2007.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Eval of returned device found no evidence of material defect. Review of device history records show lot released with no recorded abnormality.